Event description:
It was reported that the pt experienced a loss of bladder and/or bowel control and paralysis. The pt may have an inflammatory mass based on her symptoms, per the reporter. MRI's and other tests have been performed, but have not seen a mass. The hcp was considering stopping the pump. Add'l info has been requested from the hcp, but was not available as of the date of this report.